Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius field service technician (fst). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformance's, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device. Clinical review: there was no specific allegation that the patient reporting to the emergency department (ed) after experiencing shortness of breath was related to a deficiency or malfunction of any fresenius device(s) or product(s). Upon further follow up with the patient¿s hd registered nurse, it was reported the patient's shortness of breath was due to chronic pulmonary disease. Based on the required information, there is no indication of a serious injury, patient death, or other adverse event related to a fresenius product or other issue warranting further investigation.

Event description:
A user facility biomedical technician (biomed) reported to fresenius technical support (ts) that a 2008t hemodialysis (hd) machine had a problem with its ultrafiltration (uf) functionality. The biomed stated the machine did not pull off the correct volume of fluid during a patient's treatment. Additional information was obtained through follow-up. The biomed stated the patient's weight was higher than what it should have been post-treatment, indicating that not enough fluid was removed. Despite this, the machine was showing that the correct amount of fluid was removed. Further specifics on the discrepancy were not provided. When the biomed tested the machine's uf pump, they noticed that it was not giving off the correct number of strokes. To resolve the reported issue, the biomed replaced the uf pump. After the repair was completed, the machine passed functional testing and was returned to service. The old uf pump was discarded. The patient was sent home following their treatment. The following day, the patient went to the emergency department (ed) for shortness of breath. Upon follow-up with the patient¿s hd registered nurse (hdrn), it was reported the patient¿s shortness of breath was caused by chronic pulmonary disease. The patient was treated in the ed and released to home with no hospital admission. It was confirmed the patient¿s symptoms were unrelated to the event of the hd machine not pulling off the prescribed fluid on the day prior. Additionally, it was affirmed the patient¿s shortness of breath due to chronic pulmonary disease and the associated emergency department visit were unrelated to hd therapy and not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient was said to be continuing hd therapy on an in-center basis without further issue.